Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the bag inside the 100ml smiths medical cadd cassette reservoir was leaking as it may have not been sealed properly when made. There was no patient or clinical injury.